Event description:
It was reported that the clinic was experiencing difficulty interrogating the subcutaneous implantable cardioverter defibrillator (s-ICD) even after attempting multiple programmers. Technical services (ts) was consulted and suggested performing a magnet reset, which was successful. The s-ICD was able to be interrogated and remains in service.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited telemetry difficulty issues with no conclusive evidence of a malfunction; please refer to the description for more information regarding the specific circumstances of this event.